Manufacturer narrative:
The s-ICD and electrode remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that both this subcutaneous implantable cardioverter defibrillator (s-ICD) and the electrode dislodged from the original implant position after the patient stood up and propped up his left arm. The physician had no allegations against the functionality of the s-ICD system. A revision was performed to reposition the system. No additional adverse patient effects were reported.